Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR/bhr review lot#0019787. 1-the products of this batch were assembled at intima ii auto line 1 in february 2020, and packaged at r240 package line in february 2020. Work order quantity was (B)(4)ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. As this batch of products has passed the 3 years shelf life, retained sample analysis is not performed. 4. Sku#383012 is an intima ii product (pvc extension tubing). The intended use for the bd intima ii product is the intravascular administration of fluids. The maximum pressure the product can withstand is 45 psi (300kpa), and this product has never been declared to be used for high-pressure injection. If the instantaneous pressure through the product exceeds 45psi, the pvc extension tubing has the defects probability of expansion and burst. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the extension tubing ruptured during injection of contrast agent on a CT-enhanced scan, and this product is not suitable for high-pressure injection, it cannot be confirmed that the rupture of the extension tubing is related to product quality.

Event description:
No additional informaiton provided.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm tubing defective / damaged. Rupture of the extension tube and leakage of contrast agent during injection of contrast agent on a CT-enhanced scan.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.